Manufacturer narrative:
It was reported that a resident was exhibiting signs of hypoglycemia. The staff tested his blood sugar with the meter and the result was within the normal range. His symptoms worsened he was taken to the hospital. His blood sugar was reported to be 20. He was treated with IV glucose and returned to the facility the same day. The facility is concerned the meter provided inaccurate results. Minimal information was provided regarding the resident's medical history and current health status. It was reported that he is diabetic and his diabetes is managed with oral medication. His complete medication regime was not provided. The cause of the hypoglycemic reaction was not reported. The sample has not been returned for evaluation. We have not confirmed the meter provided an inaccurate reading. It is not known if user error played a contributing factor in this incident.

Event description:
The resident was exhibiting signs of hypoglycemia. The blood glucose meter indicated the resident's blood sugar was within an acceptable range. His symptoms worsened. He was transported to the emergency room and diagnosed with severe hypoglycemia.